Event description:
During cardiac catheterization, the physician was unable to aspirate blood or push optiray 350 contrast through the pigtail catheter, which was in patient's left ventricle. Patient complained of headache and warm sensation at this time. The pigtail catheter was removed. A second pigtail catheter was inserted. The procedure was completed without further incident. Patient's headache and warm sensation resolved. No harm to pt. Once the procedure was completed, the physician passed a wire through lumen of the pigtail catheter which had not functioned properly. (It should be noted that prior to introduction into the patient, this catheter had been flushed and found to be patent). The wire met obstruction in the distal end. The distal end was cut open to reveal two foreign bodies lodged in the side ports of the pigtail catheter. These foreign bodies were clear in color; hard and smooth in texture, and approximately 1mm in diameter. Dates of use: 2008. Diagnosis or reason for use: chest pain/angina.